Event description:
On (B)(6) 2013 the reporter contacted animas alleging that on (B)(6) 2013 the patient had experienced elevated blood glucose (bg) of 600mg/dl with moderate ketones. The patient¿s bg at the time of the call to animas was reportedly 270mg/dl with trace ketones. The reporter initially stated that bolus calculations were not correct as compared with manual calculations. Upon follow up, the reporter noted that the time was set to am instead of pm, so the bolus calculations were based off the am settings when they were expecting them to be based off the pm settings. The reporter stated that a few days ago, she had done a battery change and the verify screen came up. The reporter confirmed that the insulin to carbohydrate ratio, insulin sensitivity factor, and bg target were set correctly in the pump. The reporter could not complete troubleshooting. It is unknown at this time if the time and date were resetting with battery changes or not; it is currently unknown why the pump¿s time was am instead of pm at the time of the complaint. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to the pump¿s time being incorrect.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed data starting on (B)(6) 2015. The black box data and histories from the time of the alleged incident were unavailable for review due to continued pump use. A review of the available pump histories did not show any time/date issues. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. A timekeeping accuracy test was performed and the pump was found to be keeping time accurately. Evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.